Event description:
Per the clinic, the electrode array has extruded (date not reported). The implanted device remains.

Manufacturer narrative:
Update: per the clinic, the device was explanted on (B)(6) 2015. On (B)(6) 2015 the patient was re-implanted with a new device. This report is filed 27 jul 2015. Device currently unavail. For analysis.

Manufacturer narrative:
(B)(4). The implanted device remains.